Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2020-23608. It was reported the patient has been receiving ineffective stimulation. As a result, the patient plans to undergo surgical intervention on a later date.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-23608.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.